Manufacturer narrative:
The device had constant motor errors during rewind due to motor encoder signal out of phase. The displacement test was not able to be performed. The motor position encoder error was not able to be verified due to motor error alarm. The device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error alar with their insulin pump. The customer's blood glucose level at the time of incident was 153 mg/dl. The customer was assisted with troubleshoot. The customer reported the insulin pump was exposed to an MRI. A motor position encoder error alarm was also found. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.